Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the mildly tortuous and chronic thrumbos calcified right subclavian vein and braqueocefalic trunk. After deployment of a wallstent, a 18-4/5.8/120mm xxl esophageal balloon catheter was advanced for post-dilation. During inflation at 5 atmospheres for 1 minute, the pressure descended to 0 atmospheres and it was noted that blood was present in the inflation device. The device was completely removed by simply moving back from the patient's body and it was confirmed that the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the mildly tortuous and chronic thrumbos calcified right subclavian vein and braqueocefalic trunk. After deployment of a wallstent, a 18-4/5.8/120mm xxl esophageal balloon catheter was advanced for post-dilation. During inflation at 5 atmospheres for 1 minute, the pressure descended to 0 atmospheres and it was noted that blood was present in the inflation device. The device was completely removed by simply moving back from the patient's body and it was confirmed that the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable. The device was returned for analysis. The balloon was unfolded which indicates it had been subjected to positive pressure. Blood was noted within the balloon material which is evidence of a device leak. The investigator retracted the balloon protector in order to inflated the balloon. The returned device was attached to an encore inflation unit and positive pressure was applied when liquid was identified leaking from a longitudinal tear in the balloon material. The tear was noted to begin approximately 3mm proximal to the proximal edge of the distal markerband and extended distally across the balloon material for approximately 8mm. A visual and microscopic examination of the balloon material and markerband identified no issues that have contributed to the complaint incident. The rate of burst pressure of this xxl device is 5atm (atmospheres). No damage or any issues were noted with the shaft of the device. A visual and microscopic examination of the device identified no damage or any issues with the markerbands or tip that could have contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the mildly tortuous and chronic thrumbos calcified right subclavian vein and braqueocefalic trunk. After deployment of a wallstent, a 18-4/5.8/120mm xxl esophageal balloon catheter was advanced for post-dilation. During inflation at 5 atmospheres for 1 minute, the pressure descended to 0 atmospheres and it was noted that blood was present in the inflation device. The device was completely removed by simply moving back from the patient's body and it was confirmed that the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable. The device was returned for analysis. The balloon was unfolded which indicates it had been subjected to positive pressure. Blood was noted within the balloon material which is evidence of a device leak. The investigator retracted the balloon protector in order to inflated the balloon. The returned device was attached to an encore inflation unit and positive pressure was applied when liquid was identified leaking from a longitudinal tear in the balloon material. The tear was noted to begin approximately 3mm proximal to the proximal edge of the distal markerband and extended distally across the balloon material for approximately 8mm. A visual and microscopic examination of the balloon material and markerband identified no issues that have contributed to the complaint incident. The rate of burst pressure of this xxl device is 5atm (atmospheres). No damage or any issues were noted with the shaft of the device. A visual and microscopic examination of the device identified no damage or any issues with the markerbands or tip that could have contributed to the complaint incident. No other issues were identified during the product analysis.